Manufacturer narrative:
Follow-up #1 submitted 9/18/15: on (B)(6) 2015, the reporter again contacted animas about the display issue, and during this contact alleged that a blood glucose (bg) excursion associated with the display had occurred on (B)(6) 2015. The patient had been hospitalized with bgs up in the 500 mg/dl range with abdominal pain, nausea, rapid breathing, shortness of breath, vomiting, polydipsia, polyuria, and symptoms of dehydration. Treatment included insulin via injection and via pump. Patient discontinued pump therapy. This complaint is now being submitted as a malfunction with associated adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.